Event description:
The boxes say "diabetes" (urine glucose test strips), but inside the boxes are "kidney" strips for urine blood and protein. All 3 boxes for diabetes that pharmacy received are this way. The other types (kidney, uti) are fine. The lot and expiration on the bottle of kidney strips matches that on the diabetes box. The strips match the diagram on the "kidney" label, so rptr trusts that they are for the kidney test.